Event description:
The pt stated that her infusion tubing separated on 3/14/07 while she was sleeping. She stated that as a result of her blood glucose elevated to "over 500 mg/dl" and she was vomiting and felt tired. The pt refused to provide add'l info regarding actions taken to lower her blood glucose. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.